Manufacturer narrative:
Beckman coulter call center personnel guided the customer to clean the probe wipe block and bleach the probe vacuum pathway. The customer then performed a startup, which passed and ran samples and no leakage from the probe was observed. As of (B)(4) 2013, the customer has not called back with any further probe leak problems. Beckman coulter service was not dispatched for this event. Failure mode was a possible obstruction in the probe wipe block/probe vacuum pathway. (B)(4).

Event description:
The customer reported to beckman coulter (bec) that approximately 1-2 ml of fluid leaked from the probe on the coulter act-diff analyzer. The leak was not contained within the instrument. No instrument errors were associated with the leak. The operator was wearing gloves and a laboratory coat. There was no exposure to mucous membranes or open wounds. No erroneous results were generated in connection to the reported event. There was no change to patient treatment associated with this event.